Event description:
A pt who rec'd a hip replacement wrote to the qa dept directly by email. The pt had a total right at the (B)(6) in (B)(6) 2007. The pt has reported that after the surgery, she suffered pain and restricted movement. She has reported that she rec'd physiotherapy, hydrotherapy, osteopathy, and exercise programmes but the situation remained the same. The pt has stated that she returned to the hospital on several occasions and it was suggested that the iliopsoas tendon had been trapped in the cup during surgery. The pt has stated in her email that it was suggested to undergo further surgery to cut the tendon with the hope of easing the pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.